Event description:
It was reported that the registered nurse had been caring for an intubated patient, and upon pulling back the patient¿s blanket, the nurse noticed a large puddle of urine beneath the patient. There had been no visible hole or obvious failure in the foley catheter, and it appeared that it had not been connecting properly, leading to the leakage (pt 1). The nurse was unsure how long the foley had been malfunctioning for this specific patient, but this had been at least the fifth similar incident in their intensive care unit within the last two weeks with this same type of foley catheter. This failure could have led to potential skin breakdown in an intubated patient, increasing the risk of infection control issues. All five failures had occurred with five different patients (pt 2, pt 3, pt 4, pt 5).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Note: use caution to maintain aseptic technique. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse had been caring for an intubated patient, and upon pulling back the patient¿s blanket, the nurse noticed a large puddle of urine beneath the patient. There had been no visible hole or obvious failure in the foley catheter, and it appeared that it had not been connecting properly, leading to the leakage (pt 1). The nurse was unsure how long the foley had been malfunctioning for this specific patient, but this had been at least the fifth similar incident in their intensive care unit within the last two weeks with this same type of foley catheter. This failure could have led to potential skin breakdown in an intubated patient, increasing the risk of infection control issues. All five failures had occurred with five different patients (pt 2), (pt 3), (pt 4), (pt 5).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.